Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The customer report six issues, this report covers one of the six issues reported. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device had a scan again in 10 minute error message was reported with the adc device and customer was unable to obtain readings. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.